Event description:
Medtronic received information from a literature article regarding the sarcopenia index as a predictor of clinical outcomes in older patients undergoing transcatheter aortic valve replacement (tavr). All data was collected from a single center between january 2016 and december 2018. A total of 100 patients were included in the study (predominantly female, mean age 83.9 years). Patients were treated with either an edwards tavr system (sapien, sapien xt, or sapien 3; n = 32) or a medtronic tavr system (corevalve or evolut r; n = 68). No unique device identifier numbers were provided. Among all 100 patients, 5 deaths occurred in-hospital and 5 deaths occurred within 30 days of tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 100 patients, non-death adverse events included: stroke, transient ischemic attack, myocardial infarction, conduction abnormality requiring permanent pacemaker implantation, moderate to severe central or paravalvular leak, hospital readmission for congestive heart failure, major bleeding, and unspecified major access-site complications (no interventions were stated to have been performed as a result). Although a direct correlation was not made, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: romeo fj, et al. Sarcopenia index as a predictor of clinical outcomes in older patients undergoing transcatheter aortic valve replacement. Catheterization and cardiovascular interventions. 2021 nov 15;98(6):e889-e896. Doi: 10.1002/ccd.29799. Epub 2021 may 27. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter first and last name corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information: section b5: additional information received from the corresponding physician/author stated that none of the patients implanted with a medtronic valve had an event directly or indirectly related to the bioprosthetic valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.